Manufacturer narrative:
Additional manufacturer narrative: through further investigation, it was learned that there was no allegation or product malfunction. The affected stich was placed deep enough into the annulus and the patient had fragile tissue. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, operational context and patient's condition most likely contributed to this event. A manufacturing deficiency was not identified. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. In this case, it was reported that there was a lot of tension on the threads, so much that the aortic annulus tore at one of the stitches. During the repair of the annulus the valve displaced and was explanted. Follow-up for additional information and the return of the device is in progress. At this time the root cause of the event cannot be conclusively determined. If new information becomes available, a supplemental report will be filed.

Event description:
Edwards received notification through a clinical trial that a 25mm pericardial aortic valve was explant at implant due to valve displacement. As reported, when the surgeon parachuted the valve, he noticed a lot of tension on the threads, so much that the aortic annulus tore at one of the stitches. During the repair of the annulus, the valve displaced. The subject was doing well and there was no sequelae secondary to the annulus tear. A new 25mm pericardial aortic valve was implanted successfully in replacement.